Manufacturer narrative:
Investigation summary: one photo was received depicting a loose 5ml assembled syringe with the stopper in the bottom out position. Small clear droplets can be seen behind the stopper throughout the inside surface of the barrel. The droplets could not be identified from the photo alone. 3 individual bags of 5ml assembled syringes were received. Each bag was labeled with a different batch #. (Batch # 8088516 ¿ 13 syringes.)(batch # 8098665 ¿ 11 syringes.)(batch # 8152921¿ 11 syringes.) Small clear droplets can be seen behind the stopper throughout the inside surface of the barrel in samples from batch 8088516. The droplets wipe away when stopper is moved through the barrel. No droplets were observed in the samples from the other 2 batches, only small amount of silicone residue on the barrel walls as is normal for this product per specification. No droplets or liquid residue was observed on the plunger rod thumb rest or plunger ribs of any of the syringes received from any batch. Based on the testing performed the droplets observed were confirmed to most likely be silicone used in the manufacturing process of this product. DHR review shows release date: 6/12/2018. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8152923 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The amount of silicone observed in the samples received was acceptable for this product per product specification. No defects were confirmed it is not clear why silicone condensed into small droplets on the barrel walls in some of the samples. The silicone droplet formation could not be attributed to the manufacturing process. However, the plunger with stopper disperse the droplets during movement without issues and the movement is not adversely affected, and neither is the product function. No defects were confirmed in the samples received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringes have fluid drops at the stopper and the barrel of the syringe. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8152921. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-01. Medical device lot #: 8098665. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-04-08. Medical device lot #: 8088516. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-03-29. Medical device lot #: 8152923. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringes have fluid drops at the stopper and the barrel of the syringe. There was no report of exposure, serious injury, or medical intervention.